Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the pt subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.